Event description:
It was reported that during a da vinci-assisted inguinal hernia surgical procedure, the surgeon was unable to take control of the arms. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed system logs and found that master tool manipulator left (mtml) was assigned to universal surgical manipulator (usm) 1 with no instrument installed. The tse requested the surgeon to press the swap pedal. The surgeon pressed the swap pedal, but the tse did not see assignment switch to usm 2. The tse then noticed surgeon head was inserted in surgeon side console (ssc) 2 viewer. The customer took assignment of instrument to ssc 2 and is now able to follow on matching grip (fomg). The surgeon converted the procedure after receiving a pause symbol above their arms during procedure. The tse inquired if anyone was sitting at the other console that may have been depressing the camera pedal, but the customer confirmed there was no one in the room. The procedure was converted to ssc2 with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering on the system, and it initially did not power on without errors. The customer contacted technical support to resolve the issue. The procedure was completed with ssc2.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on site and found the camera pedal spring has come out. The fse attempted to fix it, but the pedal would not stay in place. The fse replaced footrest assembly to resolve the reported issue. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The footrest was analyzed and failure analysis investigation confirmed the customer reported complaint. Upon initial inspection, the camera pedal appeared to have broken off.

Event description:
Refer to h10/h11 for follow-up information.